Event description:
It was reported that approximately 110 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, synovitis, effusion and loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.